Event description:
It was reported that the patient had their system explanted following a CT scan which confirmed the ipg was flipped in the pocket.

Manufacturer narrative:
Date of event & date of explant are estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the explant took place on (B)(6) 2024. Furthermore, it was reported that the patient had experienced recent weight gain & noted pinching at the ipg site.

Manufacturer narrative:
Date of explant corrected. Date of event corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.